Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by the patient "feeling sick," further described as the patient "feels terrible and miserable" (no further details were provided). On an unreported date, reported as "last week," the patient went to the emergency room and the patient was told they did not have peritonitis. On the same day as the receipt of this report, due to "feeling terrible," the patient went to the pd clinic and was advised that the patient had peritonitis. The patient was not hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis or whether extraneal therapy was ongoing. No additional information is available.